Manufacturer narrative:
Reporting of this complaint at this time is based on a previously filed serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision 4000 were reviewed for this type of event starting 2007. This MDR is a result of that retrospective review. A surgery database performance verification was conducted on this system and the analysis indicated that the laser performance factors analyzed were operating within specification during the time of this pt's surgery. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report mailed in to FDA on: 06/06/2008.

Event description:
A nurse reports a pt with a possible decentered ablation. This report is for the left eye, the right eye is being reported under MFR's report number 1061857-2008-00093. Pt records were received and indicated at 2 weeks post-op, two manifest refractions were performed. One indicated a one line decrease in bcva; the other indicated no decrease in bcva. The pt was slightly under corrected (-.50 diopter) and exhibited a small amount of residual astigmatism (-.25 diopter). The surgeon stated there was no pt harm/injury associated with this event.